Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 15-sep-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated she is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 62, 81, 97 and 86 mg/dl. The customer¿s expected am fasting blood glucose test result is 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 183 mg/dl using true metrix meter; customer was satisfied with the result obtained. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 07/31/2023 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history: result 1: 62 mg/dl date: (B)(6) 2022 time: 7:00 am fasting. Result 2: 81 mg/dl date: (B)(6) 2022 time: 8:15 am fasting. Result 3: 97 mg/dl date: (B)(6) 2022 time: 7:30 am fasting. Result 4: 86 mg/dl date: (B)(6) 2022 time: 9:00 am fasting. Result 5: 103 mg/dl date: (B)(6) 2022 time: 8:00 am fasting.

Manufacturer narrative:
Sections with additional information as of 20-oct-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.